Event description:
It was observed that during the device evaluation, the camera head exhibited vertical line noise was present throughout the image, there was an air leak in the body filler area and the main unit's image sensor was broken. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause could not be established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.